Event description:
It was reported that the catheter was disconnected from the pump. The patient was to undergo a catheter revision on the day of the report. It was indicated that the catheter was to be spliced and a new segment added to the existing catheter. No patient symptoms were reported. The device system delivered dilaudid. It was later reported that the patient had experienced flu like symptoms. There was a tear in the connector right at the pump site ¿possibly from the removal when pump was replaced in (B)(6) 2013¿. A new catheter was spliced to the existing catheter. No other troubleshooting was performed. Patient outcome as reported as ¿fine¿ and therapy effective.

Event description:
Additional information received reported the patient experienced nausea, rash, and itching at the pump site due to the event. The pump was intact and the catheter became disconnected. A catheter tip revision took place. Troubleshooting included a fluoroscopic scan of the pump on 2013 (B)(6). The patient is currently stable and the pump is working and functioning well. At a follow up visit it was also reported on 2013 (B)(6) the patient¿s intrathecal (it) dose will be increased due to relating pain not adequately controlled with decreased it hydromorphone daily dosing.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j0058207r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).